Event description:
It was reported that the patient has 6 channels with short circuits and does not wear her external processor. The patient has not been seen in a clinic for at least 3 years and re-implantation has been decided upon but has not yet been scheduled.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow up report.